Event description:
It was reported that there was a broken pin on controller power port, the controller was exchanged with no effects on the patient. No other information was provided. Investigation is in process.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed an elective controller exchange and returned the devices to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported controller malfunction was confirmed during visual inspection which revealed a broken pin and foreign material inside the port 2 connector; additionally, photographs taken during testing revealed that the connector alignment guides have been worn down. The confirmed malfunction is related to the reported event. The kind of damage observed is consistent with damage caused by the user while attempting to connect a power source onto the controller without properly aligning the mating parts. Over time, this results in the connector alignment guide to wear down and become ineffective therefore increasing the likelihood that an improver connection will result in a bent or broken pin. It can be concluded that the most likely root cause of the 'poor mechanical connection' event is due to the user attempting to connect power sources to the controller without aligning the connector. Heartware has opened an internal investigation to evaluate these types of issues. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A review of the device's manufacturing records and device's incoming inspection records indicated there were no non-conforming material record (ncmrs) generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. The controller passed functional testing, but failed visual inspection due to a broken pin on one port and some foreign material inside the connector. This failure is most likely due to forced or improper connection to the port causing the pin to bend.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that controller is going to be returned to the manufacturer for evaluation. Device remains implanted.